Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history screen due to over written history file. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call that the customer received motor error alarms the insulin pump during basal rate insulin delivery. The customer's blood glucose level was not known. Customer stated there was also a motor position encoder error alarm, but was unable to rewind the insulin pump to review alarm history. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.